Manufacturer narrative:
The field service engineer from (B)(4) office replaced the power supply (part number 0014-00-0033e05). Upon further inquiries and investigation, it was concluded that the 'general electric cut' observed at the time of event was not caused by the iabp power supply as the power supply has 10 amps fuse, which is insufficient to blow a circuit breaker. The reported event of 'general electric cut' is speculated to have been caused by the external source such as saline on power cord or damaged cord line. It was also confirmed that the event did not impact any other equipment in the room. The original power supply from cs100 was found to have smoke odor and was therefore considered damaged and was forwarded to (B)(4) for evaluation. Before the evaluation it was noticed that the power supply had 6 missing screws and after opening the power supply, it was observed that the components cr38 and cr1 shorted. This is a known event related to the power supply and was evaluated earlier as per CAPA. This CAPA was closed in july 2008. The iabp was manufactured in january 2007 and this power supply was installed at the time of manufacturing, prior to the CAPA. The power supply was sent to the vendor for the repair. The power supply's component cr38 was upgraded to 100v. Health hazard evaluation was performed and the assigned risk index was 2 indicating none/negligible impact for the likelihood of the potential hazardous event or probable adverse event. (B)(4).

Event description:
The customer reported that during a transfer, while the unit was running on batteries and in use on a patient, the unit caused "a general electrical cut" in the patient's room when plugged into ac mains. The unit continued to operate on batteries and therapy was continued. No patient injury was reported.